Event description:
Information was received that the neck incision site was infected and definitely related to implant/surgical procedure. This caused patient to be admitted to hospital and she underwent exploration surgery with cleaning of the wound.. This event is ongoing and definitely related to implant procedure and the device. The patient is recovering, and event is resolving. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No further relevant information has been received to date.

Event description:
Additional information received noting that the infection has now recovered/resolved.

Event description:
Additional information received noting that the adverse event term for the infection was updated to & #: 39; infection accompanied by redness and edema of the local area neck & #: 39;. Additionally the outcome was updated to be recovering/resolving.

Event description:
Additional information received noting that both the generator and lead were explanted during the surgery that took place on (B)(6) 2022. The patient recently had the vns re-implanted indicated that the infection has cleared. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
E3: occupation, corrected data: initial MDR inadvertently checked that it was unknown whether a report was sent by initial reported. H3: device evaluated by MFR?, corrected data: the initial MDR inadvertently checked "not returned to MFR" instead of checking no - with code 81 with explanation: "h3: device evaluated by MFR?, code 81: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device".

Event description:
Additional information received noting that the event has since recovered/resolved.

Event description:
Additional information received noting that the patient had a re-emergence of an old infection, so the generator was explanted. It was noted that the patient will be on long term antibiotics (bactrim) to prevent the infection from returning. During the explant surgery two tissue cultures were collected during the dissection of gray fluid that had accumulated around the vns wires. It was also reported that cultures came positive for s. Aureus.